Event description:
Event description boston scientific received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) was found to have a low battery voltage. Therefore, the device was not implanted.